Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the tubing was occluded, and the insulin pump did not alarm no delivery. The customer felt that he wasn't receiving insulin as his blood glucose levels were very high. Troubleshooting was performed, and the insulin pump did not pass the prime test. The customer changed the infusion set, and the insulin pump passed the prime test at that time. The customer stated that he would like to monitor the insulin pump and call back as needed. Nothing further was reported.